Event description:
It was reported that the event occurred while in the intensive care unit. The resident met no resistance for the first cardiac output (co) measurement; it functioned normally without any problems. However, for the second co measurement, it was unable to get the data without any reason. There was no connection problem and the monitor was working properly. As a result, the catheter was removed. There was a delay or interruption in therapy noted. No report of pt death. Complications or injury. No medical/surgical intervention was required. The pt outcome is the pt was able to continue with therapy. Reference MDR # 2242445-2012-00088 for the second event involving the same pt. Add¿l info received on (B)(4) 2012 from the distributor stated that they did pretest the balloon. They were doing both cardiac output and pulmonary capillary wedge pressure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.